Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had error in the motor was detected by reading unexpected value from hall sensor. The customer also reported that there was corrosion on the battery side and a crack as well on the cli area or a-line. The insulin pump was exposed to water. The customer also reported that the keypad was unresponsive. No harm requiring medical intervention was reported. Troubleshooting was performed. However, the customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
Customer returned pump for an alleged pump error 43 alarm, cosmetic damage located at the case-corner of the belt clip rails, exposure to moisture, and an unresponsive keypad found on 13-nov-2022. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. P-cap locks properly into the reservoir compartment. No pump errors noted during testing. Successfully downloaded history files and traces using thus. Pump error 43 alarm was found in the history files on event date of 11/13/2022 13:26:09.000. All buttons on the keypad are functioning properly. Pump was cut open to perform visual inspection and found moisture damage on the battery tube, and pcba1. The j1 connector on pcba 1 was locked properly during visual inspection. The motor was tested outside of the device on the ngp stb3 and passed. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked case-corner of belt clip rails, pillowing keypad overlay, corroded battery tube. Pump error 43 alarm and unresponsive keypad were not confirmed during testing. Cosmetic damage confirmed at the case-corner of the belt clip rails. Exposure to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
The device was returned for analysis.